Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product was returned. Data log review showed no alarms during this case. They disabled the preventing retrograde flows alarms and did not replace the pump/console due to this issue. The root cause of the optical signal issue was not determined since product was not returned and there was no conclusive evidence from data logs on the failure pattern. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. The pump experienced a placement signal issue and generated retrograde flow alarms. The retrograde flow alarms were subsequently disabled. Despite these issues, the pump remained operational throughout support until weaning and explantation. No patient harm was reported.